Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient claimed she went to the doctor's office at approximately 11:30am on the same day that she contacted lfs for assistance. The patient reported blood glucose results of "96mg/dl" with a lifescan meter and "39mg/dl" on a laboratory device, performed within 10-15 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. The patient claimed that prior to going to see her doctor she felt she had a low blood sugar because she felt "lethargic." She further added that she would be feeling "shaky" but would receive a blood glucose result not reflecting her symptoms however; she did not specify any details regarding this claim. The patient stated she had noticed her meter was reading higher than usual since (B)(6) 2011. The patient informed the cca that she manages her diabetes with 3u regular insulin and 19u humalog insulin based on a sliding scale and took her usual doses of insulin at 7:30am on (B)(6) 2011. The patient stated that she was contacted by her doctor just as she left the doctor's office and was informed of the lab result. She stated she immediately self-treated with two hi c juice boxes and denied testing on another device. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly tested and received a "normal" blood glucose value on the subject meter but the lab result obtained was indicative of severe hypoglycemia. Additionally, the subject meter did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.